Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during basic occlusion and compromised force sensor system during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The motor passed the motor test. The pump had a cracked belt clip slot, cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. The customer's blood glucose was 17 mmol/l at the time of incident. The customer stated that the insulin was squirting out while priming. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.